Event description:
The customer stated he was hospitalized for diabetic ketoacidosis, ketones and stomach issues. The blood glucose reading at the time of the call was 406 mg/dl. The customer also stated the insulin pump was alarming no delivery. Troubleshooting was performed and the insulin pump passed the prime test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.